Manufacturer narrative:
Investigation results found no evidence of any manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The adhesive pad was not returned with the device and no blood residue was noted on the device. A hole was found in the exposed portion of the soft cannula. Fluid was witnessed leaking from the hole and was not able to exit the distal tip consistently. It is unclear when or how the damage occurred.

Event description:
It was reported that the patient's blood glucose levels reached 288 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient also reported the pod window was "full of blood".